Manufacturer narrative:
The company rep examined the system and the problem reported was not replaced. The company rep monitored the system during a surgery but the problem reported was not observed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A nurse reported that the equipment locked during a vitrectomy procedure. An alternate system was used top complete the case with no impact to the pt.